Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the open-end ureteral catheter was dry and kinked and then broke into two pieces when being inserted into the patient during a ureteral catheter placement procedure. One piece stayed inside and had to be removed. A second catheter was then used but the same incident occurred. The second catheter that broke was from the same lot number. Both catheters broke into two pieces and were fully removed from the patient. As reported, no section of the device was retained by the patient. There were no adverse consequences to the patient as a result of this reported issue.

Manufacturer narrative:
Investigation ¿ evaluation: the open-end ureteral catheter was not returned for evaluation and no photographs were provided. A physical examination could not be performed on the actual device. A review of complaint history, the device history record, manufacturing instructions, and quality control data was performed. The device history record was reviewed and no non-conformances were identified during the manufacturing process that would cause or contribute to the reported failure mode. A review of complaint history revealed there are no other complaints associated with the complaint device lot number 8339298. Without the device and based on the provided information a likely cause for the reported issue could not be established. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Outcomes and adverse event: correction: intervention was not required.